Manufacturer narrative:
Further information received from the customer revealed the device had reached normal eri and there was no allegation of a device malfunction. The device was not returned to abbott for evaluation.

Event description:
Additional information received indicates the device went into backup mode due to normal eri. To date, the device has not been explanted.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found to be operating in backup vvi mode during a follow-up. To date, no intervention has been undertaken and the device remains implanted. The patient is well and has not experienced any consequences due to the issue.